Manufacturer narrative:
Continuation of medical devices: product ID 977a260, lot# va1nfvg003, implanted: (B)(6) 2018, product type lead. Product ID 977a260, lot# va1nnc6020, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implant wasn't covering their low back pain on (B)(6) 2018. They found that the leads had migrated or dislodged. There was a revision and reposition of the lead, but the event was stated to be ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, lot# va1nfvg003, implanted: (B)(6) 2018. Product type lead, product ID 977a260, lot# va1nnc6020, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the therapy was not covering the patient¿s lower back pain. Increased activity aggravated their back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1nfvg003, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# va1nnc6020, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae on (B)(6) 2018. The lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1nfvg003, implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# va1nnc6020, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was related to the device or therapy and related to the implant procedure. It was noted that the neurostimulator was repositioned. No further complications were reported/anticipated.